Manufacturer narrative:
Hospital reported problem to (B)(4) distributor on (B)(6) 2018 and distributor reported the problem to manufacturer on january 14, 2019. Manufacturer testing of samples from same lot verified the hospital's reported problem with some devices of the lot. Removal of all devices of the lot initiated under 21 cfr 806 removal report # 9681444-04/30/2019-001-r.

Event description:
New disposable tourniquet cuff began significantly leaking at the 80 minute mark of a total knee replacement procedure. Pressure was set at 300 mmhg. Another cuff was used to complete the surgery. There was no harm to the patient or delay in the procedure. On examining and re-inflating the cuff post op, clinical staff discovered a significant split along the seam of the cuff. Staff reported to distributor that this was the third time this had occurred during the week and a new tourniquet cuff was used for each case. Staff reported that the lot number they provided is expected to be of the same batch, as no product number/lot number was on the disposable tourniquet cuff and the packaging had been disposed of by clinical staff prior to confirmation of the problem.